Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 257 mg/dl. The customer stated that they fell and nicked their head due to low blood pressure. The customer was treated for their blood glucose with their insulin pump. The customer stated that they broke their insulin pump after the fall. However the customer was assisted with troubleshooting and found low reservoir alarms on the device. The customer was advised to first change the reservoir and infusion set to resolve the issue. The customer was sent a replacement supplies. The customer did not return the product back for analysis.